Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 30mm x 3mm, de novo target lesion was located in the moderately calcified right coronary artery. The lesion was pre-dilated with a 2x20mm balloon followed by a 2.5mm balloon catheter. Following pre-dilation, a 38 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion even after several attempts. It was noted that the stent strut was damaged and the device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was stable.